Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right seroma and "mild duct ectasia, serous tumors" (non device related). Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe as it is a medical event not related to the device. ¿ other technical-ndr: not applicable as the event is not related to the device. Additional observations: ¿ observed an opening assessed as a surgical impact opening (shell thickness whiting to spec). ¿ red particles observed on the device ¿ red particles observed in the gel. ¿ crease fold observed on the device. ¿ stress mark observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right seroma and "mild duct ectasia, serous tumors" (non device related). Device has been explanted and replaced.